Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(6) registry stating: presented with flash pulmonary edema, then had frequent lo flow alarms. Controller changed out no improvement, ramp echo up to 12,000 rpms showed no changes, aortic valve continued to open, pump exchanged. Additional information also included signs and symptoms of abnormal pump parameters. The patient received intravenous anticoagulation.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the ER with acute exacerbation of congestive heart failure. The patient was obtunded upon arrival and was emergently intubated. Low flow alarms occurred intermittently and a ramp study was performed which showed that the left ventricle was unable to unload. The patient¿s lactate dehydrogenase level was in the 200 u/l range and creatinine was at baseline. The patient experienced hematuria for one day and was treated with heparin and fluids. A CT scan and echocardiogram were inconclusive for obstruction. Serial x-rays showed superior pump migration approximately 5 cm from implant, possibly due to significant weight gain. The patient underwent a pump exchange on (B)(6) 2015. At the time of explant, the surgeon vertically dissected the outflow graft and outflow graft bend relief, revealing a moderate amount of white/yellow gelatinous material that reportedly could have been the reason for the low flow alarms and poor ventricular unloading.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported low flow hazard alarms; however, a direct correlation between the returned pump and the reported event could not be determined. Examination of the blood contacting surfaces of the sealed inflow conduit and sealed outflow graft did not reveal any adhered deposition or thrombus formation. Normal tissue ingrowth of the white/yellow gelatinous material that was observed at explant was present in the space between the outflow graft and outflow graft bend relief, which is outside of the blood flow path. The deposition was non-laminated, conformed to the geometries of the device, and likely would not have contributed to a flow issue. An additional graft segment was present at the distal end of the outflow graft bend relief between the outflow graft and outflow graft bend relief; however, it could not be determined how this graft segment would have affected blood flow through the outflow graft. A small, white, loosely seated deposition was present in the outlet stator adjacent to the outlet bearing ball. The deposition was not adhered, lacked denaturing, and lacked lamination. Additionally, there was no evidence of contact marks on the outlet portion of the rotor. Although its origin and a duration in which it was present in the pump could not be conclusively determined, it did not appear to have originated in this location. The deposition likely would not have contributed to the reported low flow alarms or any other pump issue. Examination of the remaining blood-contacting surfaces of the pump revealed no deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. The instructions for use lists device thrombosis as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 11.5 months. The device was returned to the manufacturer but evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.